Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-08, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the patient's pump went empty and the patient experienced withdrawal around (B)(6) 2017. The patient then switched doctors. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-mar-26. It was reported that the patient's low reservoir alarm (lra) date was (B)(6)2017 and the patient presented to the office on (B)(6)2017 with an empty pump. The patient had been made aware of the lra date in (B)(6)2017 at a pump adjustment. It was noted by the hcp that the patient did not come in before her alarm date. The pump was "flashing" and she went through withdrawal. The cause of the lra and the empty pump was the patient's failure to keep her appointments. Her pump had been empty for several days before she came in (B)(6). The patient was put on oral medication (clonidine and "other medications") until they could order in her pump medications and fill the pump. It was noted that the patient seemed to have a lot of difficulty scheduling appointments with the office in a timely fashion. The pump contained dilaudid and bupivacaine at the time of the event. The patient's weight at the time of the event was provided. No further complications were reported.